Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously high troponin (accutni) results within the risk stratification range and above the ami cut off generated on synchron lxi 725 clinical system for seven patient samples. The results were not reported out of the laboratory. Upon repeat, the results were within the normal reference range. The customer did not receive any report of death, injury, or change to patient treatment attributed to or in connection with this event.

Manufacturer narrative:
The samples are li heparin plasma that were centrifuged for 5 minutes at 3500 rpm. Qc on 08/13/2010 was within the customer's established ranges. A field service engineer (fse) was on site 08/16/2010 and performed verification protocol, and carryover test. The results met published performance specifications. No hardware issue was noted. A definitive root cause for the event has not been determined to date.